Manufacturer narrative:
Additional information was received and reviewed. The product was changed from the pump to the introducer. Fields b5, d2a, d2b, d4 and h4 were updated.

Event description:
Additional information was received. The issue was only with the peel away sheath because the patient had poor, dopplerable pulses and history of clotting, but the medical doctor left the peel away sheath in regardless of instructions for use recommendations.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. H11 the impella device was not returned, and the investigation has been completed. Investigation summary - use against labeling: the cause of the sheath being kept in the patient instead of removing for repo unit placement use against labeling was use related since the clinical decision was to keep the sheath in place for potential single access use despite patient condition of dvt and reported transfer to cvicu. Impella cp repo unit does not have single access ability.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a physician implanting an impella cp was advised to remove the peel away sheath from the body after insertion. No patient harm was reported.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information received from the complainant reporting "pump is not available for return."